Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away on (B)(6) 2022 at home. The cause of death was diabetes ketoacidosis. Customer did not have any other health illness that might have led to her passing. It is unknown whether the customer was using the insulin pen during the time of the event. It was unknown whether the caller will returned the insulin pump for analysis.